Event description:
Same case as MFR report #: 2134265-2010-02144. It was reported that during a percutaneous coronary interventional (pci) procedure, a rotawire guide wire fracture occurred. The 90% stenosed and de novo lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending (lad) artery. A kink was noted in the middle of the rotawire guide wire. While outside the patient's body, the rotawire guide wire fractured inside the 1.25mm rotalink plus catheter. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported a "good".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a tug test and connect/disconnect test of the returned rotalink plus device was performed to examine the integrity of the connection and no issues were noted with the unit handshake connections. The rotalink plus unit was wire guided using a test guide wire and no issues were noted. Microscopic examination of the rotalink plus revealed a flared and misshapen burr. It was evident that part of the spring tip/guidewire was attached to the annulus of the burr; the damage to the burr is consistent with the burr coming into contact with the wire. A scratch test was performed to confirm if the returned burrs cutting action was acceptable and the results confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be cause by other device. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-02144. It was reported that during a percutaneous coronary interventional (pci) procedure, a rotawire guide wire fracture occurred. The 90% stenosed and de novo lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending (lad) artery. A kink was noted in the middle of the rotawire guide wire. While outside the patient's body, the rotawire guide wire fractured inside the 1.25mm rotalink plus catheter. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as 'good'.